Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 12 years. The reason for explant is unknown. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event cannot be determined. The device history record (DHR) review is currently in process.

Manufacturer narrative:
Additional manufacturer narrative: a copy of the operative report was received on (B)(4) 2012. Based on the operative report indication, the patient has critical severe aortic stenosis and severe aortic insufficiency and hemolysis secondarily. Per the operative report findings, the patient was stable during induction and operation. The aortic valve was approached through the graft and was divided through the bentall and 23 mm edwards bioprosthesis valve was able to be placed into the previous aortic bed. The pulmonary artery was very friable attached to the previous bentall, and during mobilization to avoid injury to the aorta, the pulmonary artery was intentionally divided to remove it from the adhesions and then repaired with bovine patch. The ventricular septal defetc (vsd) was created with excision of the aortic valve where there was intimal adhesions and clearly some defect created during the explantation, although sewing ring was left in that position circumferentially from the previous aortic valve. Because of visualization through the bentall even not withstanding teeing it off to expose it, the vsd was felt better close to the right atrium and double cannulation of the cavae was carried out to achieve that. After closure, the aorta was re-approximated, and the heart was reperfused and the right atrium was closed. The patient was gradually rewarmed and weaned from bypass, and once dea-aired the echo was performed off bypass and there was no evidence of vsd. The aortic valve was competent. Lv function was good. The patient was brought to the ICU in critical but stabilized condition. Approximately 17 days after the procedure, permanent pacemaker placement was performed to the patient without apparent complication. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the sample device was not returned, therefore, no evaluation can be performed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information. Corrected data: corrected the following information: lot# and expiration date, approximate age of device, device manufacture date.